Event description:
It was reported by the customer that the upper head end strut crosstube had been broken. The was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Customer evaluated unit. Upper head end strut cross tube. MFR's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.